Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side device rupture. The device has been removed.

Event description:
Physician reported a right side device rupture. The device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, red particles on the shell, crease flat and missing a piece of shell and patch (75-100%). A microscopic analysis was performed which identified: one broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on the posterior assessed as unidentified (tear) opening. - missing shell and patch due to inconclusive. Additional, changed, and/or corrected data: d.10., h.3., h.6.